Event description:
It was reported by the patient that the patient's right ventricle was perforated during lead implant. The patient was hospitalized and then released. The right ventricular (rv) lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead: (B)(6) 2014. (B)(4).